Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report # (B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: incorrect storage of controls test strips or testing outside of recommended environmental conditions. Product codes updated.

Event description:
Consumer complaint of low control test results. Performed control test, result were 29 mg/dl, outside of the required control range of 31-61 mg/dl. Based on parkes error grid analysis, the bias between the control result given (29) and the highest result that could be correctly obtained (61) is located in zone b/c. No adverse event reported.

Event description:
Consumer complaint of low control test results. Performed control test, result were 29 mg/dl, outside of the required control range of 31-61 mg/dl. Based on parkes error grid analysis, the bias between the control result given (29) and the highest result that could be correctly obtained (61) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2014).